Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 - "the lens no longer remains implanted. On (B)(6) 2022 the lens was exchanged for a different model/ longer length lens due to low vault without rotation, lens dislocation/subluxation, and glare haloes. The problem was resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.0/1.5/115, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced low vault, lens/dislocation/subluxation and glare/haloes. In the reporter opinion the cause of this event is unknown. The reporter stated " lens initially had a small vault and is off-centered as a result. It is currently off-centered temporally inferiorly dislocation. Axial position and over-over refraction therefore are not reliable. Patient is detecting halos and glare due to dislocation." Lens remains implanted. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H6: work order search - no similar complaints within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
B5: 12.6mm vticm5 -13.0/1.5/104 (sphere/cylinder/axis). Claim# (B)(4).